Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
This event is related to the primary surgery on (B)(6) 2026 reported on MFR report# 0008031020-2026-00606. The revision surgery of tha was performed on (B)(6) 2026 to repair the bone that was damaged during the primary surgery due to the physician's lag screw selecting was too short. There was no device malfunctions.